Event description:
Reporter noted one case of post-op endophthalmitis at end of last year. Found one phaco handpiece had dead organisms. Flushed handpiece and sent sample for analysis; reviewed their cleaning policy. Incorporated a detergent into the cleaning procedure, and purchased new handpieces.